Manufacturer narrative:
Product complaint # pc-(B)(4). Additional narrative: additional product code: hwc complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that revision surgery was required on (B)(6) 2021 because item 02.107.306 broke. New plate and screws were implanted successfully this complaint involves one (1) device 2.7/3.5 va-lcp olecranon pl 6h/lt/142. This is report 1 of 1 for complaint pc-(B)(4).